Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment, and 8f delivery sheath was used. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.na

Event description:
It was reported that on (B)(6) 2023, a 16 mm amplatzer septal occluder was chosen for implant. During deployment in the left atrium, the device had a cobra deformation. It was reported the device was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment and there was no angulation/kink noticed in the delivery system. A decision was made to replace the device with a second 16mm amplatzer septal occluder. The replacement device was implanted in the patient with no reported adverse patient consequences. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable. There was no clinically significant delay in the procedure due to this event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.